Event description:
The customer reported via phone call that the customer had issues with the pump. The customer had low blood glucose level. The blood glucose level was 62 mg/dl. The customer's current blood glucose was 278 mg/dl. Patient had treated with food. Patient had been experiencing low blood glucose level for about 3 hours. The mother also stated that sons blood glucose was 319 and the mother had been trying to give bolus. Auto mode feature was not active. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose level. It was stated that the blood glucose went from 435 to 62 in less than 3 hours and no medicine was not given. Based on customer report customer did not allege pump was under delivering.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal reporting number: z-0956-2020. (B)(4). S/w 3.18e. Unit passed the dat test at 0.08725 inches. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Unit received with minor scratched lcd window and cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.